Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10 trackwise # (B)(4). The device was returned to the factory on (B)(6) 2020 and investigated on (B)(6) 2020. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. The heater wire was completely flexed away from the center and tip of hot jaw, but remained attached to base of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. Based on the condition of the device as found, the reported complaint was confirmed for reported failure ¿material twisted / bent; wire". Specific actions for the reported failure mode, "material twisted / bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires in jaws separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires in jaws separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.